Event description:
The user facility reportedly identified a broken cable from the grasping retractor instrument during central processing. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the pitch cable was broken at the distal clevis hub. The cable segment containing the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.